Event description:
It was reported that a patient experienced a perforation. During a procedure where a vc connect faradrive 180p was selected for use, the patient experienced a perforation in the septum. The patient required a pericardiocentesis and prolonged hospitalization. The procedure was cancelled. No more information was provided. The device is expected to be returned for laboratory analysis. It was further informed; the patient is deceased, required a tracheostomy and peg. During the transseptal puncture, a perforation was identified after multiple attempts to cross the septum in the setting of difficult anatomy (rotated heart) and poor ice imaging. Rf energy was applied three times using constant mode setting 1, with mechanical force used, and the wire advanced rapidly into the left atrium. A pericardial effusion developed, and 250 ml was drained without tamponade physiology or reaccumulation; the patient's hemodynamic instability was attributed to blood loss rather than pericardial compression. No versacross wire malfunction was suspected , and the farawave catheter was not opened or inserted.

Manufacturer narrative:
Correction to initial MDR in b1 and b2 blocks.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a perforation. During a procedure where a vc connect faradrive 180p was selected for use, the patient experienced a perforation in the septum. The patient required a pericardiocentesis and prolonged hospitalization. The procedure was cancelled. No more information was provided. The device is expected to be returned for laboratory analysis.

Event description:
It was reported that a patient experienced a perforation. During a procedure where a vc connect faradrive 180p was selected for use, the patient experienced a perforation in the septum. The patient required a pericardiocentesis and prolonged hospitalization. The procedure was cancelled. No more information was provided. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Correction to initial MDR in b1 and b2 blocks.